Event description:
Customer reported via phone call that they are received a sensor alert. Customer states that they were trying to release the button but it would not work. The blood glucose reading was 158 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.